Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was missing, consistent with reported event of setscrew falling out of header. Device history records indicated device passed all manufacturing and inspection operations prior to its distribution. The setscrew anomaly could not be confirmed. Functional testing performed after replacing setscrew was found to be normal. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) set screw was loose and fell out of the header. The device was exchanged. There were no patient consequences.